Event description:
The rptr contacted animas on behalf of the pt (his wife) alleging that the pump was not responding to pressing of the up arrow button. The rptr denied that the device was exposed to water or trauma.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently responding to up button presses. The keypad was peeling at the up button and adhesive/contamination was observed under the button contacts.